Manufacturer narrative:
(B)(4). Batch # u5ce4x. Device analysis: the analysis results found that the tct75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and the reload was not received for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details how issue was addressed? Was there any change in the procedure? If yes, please explain was there any patient consequence or change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, there was an incomplete closure and premature cut at staple line. It allowed bowel contents to spill increasing the risk of contamination. It was unknown how case was completed. There were no patient complications reported.